Manufacturer narrative:
Corrected data h6 (type of investigation): "4117 - device not accessible for testing" code removed; h10; added the related report number in the correct field. Updated section d9, h3, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) h11 additional manufacturer narrative: as per product evaluation, customer report of pannus and leaflet calcification was confirmed. Report of regurgitation was unable to be confirmed through visual observations. The x-ray demonstrated the wireform and cocr band remained intact; the vfit band does not appear expanded. Heavy calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the inflow aspect and on leaflet 2 at outflow aspect. Host tissue fused leaflets 1 and 2 at commissure 2 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is patient factors, including diabetes. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU.

Event description:
Per the report received from australia a valve model 11500a25 was explanted from the aortic position after an implant duration of approximately three (3) years and eight (8) months due to pannus formation and leaflet calcification, leading to severe aortic regurgitation. The patient presented with symptoms, including shortness of breath and decreased exercise tolerance. A yearly transesophageal echocardiogram (toe) confirmed the severe aortic regurgitation. A non- edwards mechanical valve was implanted in replacement. The patient was reported as to be recovering.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is known only as 2021. Therefore, (B)(6) 2021 is being used to calculate the minimum implant duration. H11 additional manufacturer narrative: this is one of the two manufacturer reports being submitted for this patient. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress, therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.